Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # r5905x. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The scale was approximately 2/3 of the way down the dial (so towards the thin side of things). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. The tensions felt appropriate at all times while winding in. The registrar was in constant communication regarding this. Was the device difficult to fire? My registrar was able to crush the handle so that the plastic was within a few millimetres of the handle - I didn't get the impression that she had difficulty doing so. Did the healthcare professional receive audible & tactile feedback when firing the device? No. I did not feel or sound as though the device had fired properly. Were the donuts inspected? If so, please describe. Yes. Both donuts were appropriately intact. Can more information be provided on what was meant by, ¿staple line had not formed correctly?¿ please describe the shape of the staples and anatomic location along the staple line of improperly formed staples. None of the staples had formed correctly. They looked to be almost straight, as though their contact with the anvil had only been slight. What is the current status of the patient? I revised the anastomosis at the time, leading to a low rectal join. This was done with a cdh-25 device. This time it worked as designed and the patient was given a covering loop ileostomy given the low anastomosis. He recovered well, and is now having chemotherapy prior to reversal of his ileostomy.

Event description:
It was reported that the doctor (colorectal surgeon) was conducting a low anterior resection utilising a cdh29a circular stapler. When completing the operation the instrument appeared to function correctly and the doctor inspected it to ensure that the washer had been completely cut through by the knife blade. The doctor was very familiar with the IFU for use of the instrument. However, upon later inspection, and during the course of a leak test, the anastomosis was found to be leaking and it appeared the staple line had not formed correctly. The doctor was then required to convert the operation from a laparoscopic procedure into an open one in order to rectify the leak. He attempted to utilize the remaining rectal stump and to complete another anastomosis utilising a cdh25a. This anastomosis was deemed to be acceptable and the operation was completed successfully. The surgery was delayed approximately 60 minutes.